Manufacturer narrative:
The initial medwatch report indicates: date of this report (B)(4) 2014. The initial medwatch report should indicate: date of this report (B)(4) 2013. The initial medwatch report indicates: date received by manufacturer: (B)(4) 2014. The initial medwatch report should indicate: date received by manufacturer: (B)(4) 2013.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. It was observed that the device's analog pcb assembly caused the internal hlc batteries to deplete. Physio-control further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to three electrically leaky filters, designators fl9, fl10 and fl11 located on the analog pcb assembly.the customer was provided with a replacement device under warranty.

Event description:
It was reported that the device showed the charge-pak icon and attention icon in the readiness display. There was no patient use associated with the reported event.upon evaluation of the device, physio-control observed internal electrical leakage that has the potential to deplete the internal hybrid layer capacitor (hlc) batteries, which could inhibit the device's ability to provide defibrillation therapy, if necessary.